Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of battery life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned as it was discarded by the facility.